Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use without any issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during inflation, the balloon became damaged or compromised against the moderately calcified, 75% stenosed anatomy likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the first inflation at 15 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, non-tortuous, 75% stenosed left anterior descending coronary artery. A 4x8mm nc trek balloon dilatation catheter (bdc) was advanced without resistance, and the balloon ruptured during the first inflation at 15 atmospheres. An unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.